Event description:
The hospital reported that they have had issues with deployment of six heartstring iii devices. Replacement devices were used to complete the procedures. The hospital did not report any patient effects. The hospital returned three of the devices in question. Four devices were reported for lot number 25050177 and two devices were reported for lot number 25047991. The customer was unable to provide the exact event dates; however, the events occurred approximately two to three weeks prior to the date of this report. Refer to MFR report numbers: 2242352-2012-00350, 2242352-2013-01372, 2242352-2013-01373, 2242352-2013-01374, and 2242352-2013-01375 for the related reports.

Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. The device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly was inside the delivery tube while the seal was extended outside the tube, still attached to the tension spring assembly. The green slide lock and white plunger were not depressed on the delivery device. Based on the eval results, the reported complaint was confirmed for failure to load rather than failure to deploy. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. While we cannot conclusively determine why the hospital experienced issues with loading and/or deploying the heartstring iii devices, an in-service training was conducted with the customer on (B)(4) 2012 to provide add'l guidance on proper techniques for using the device. (B)(4).